Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion was located in the average tortuous and severely calcified distal left anterior descending artery. The physician advanced the 2.5x15mm apex balloon catheter to the lesion and on the first inflation, inflated the balloon to 12atms for five seconds and the balloon ruptured. There were no patient complications. The device was removed intact. The procedure was successfully completed with the deployment of a 3.0x20mm taxus stent and post dilatation with a non-bsc balloon catheter. Patient status is reported as "good". The device is only ous approved but is similar to a marketed us device.